Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and bard pelvicol product was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh and posterior vaginal repair on (B)(6) 2014 due to erosion of vaginal mesh and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that post implantation, patient experienced pelvic organ prolapse, pain and urinary problems. (B)(4).